Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. It was noted that there were air bubbles in the tubing. System check could not be performed with tandem technical support as the customer indicated that the supplies would be changed as the cartridge only has 20 units left.